Event description:
The ICD involved in this report was implanted on (B)(6) 2010 (with a sorin isoline 2cr6 defibrillation lead). Due to the health conditions, the patient remained in intensive care unit, and finally died two months after the implant. Sorin received a request from the patient's family regarding the field safety notice issued in (B)(6) 2011 in relation to potential pacing inhibition with paradigm icds, when the phd feature is programmed on and when the device is connected to high-polarization defibrillation leads. Clarifications were requested to determine whether the phd feature could be correlated to the death of the patient. No ICD malfunction was reported. It should be noted that the phd feature is not available in us marketed units.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Please refer to the attached analysis report no. (B)(4) for complete details. Conclusion: based on available data, the device operated as intended. The analysis of the provided files did not reveal any anomaly and oversensing was not observed in available follow up files.